Event description:
It was reported during the implant attempt that when attempting to connect the leads to the ICD, it was not possible to insert the setscrew into the connector block. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.